Event description:
Per the clinic, the patient was not responding to auditory stimuli. The device was explanted (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was implanted on the contralateral side on (B)(6), 2011. This report is filed (B)(4), 2011.